Manufacturer narrative:
The insulin pump unable to prime during prime a33 test due to faulty connector. Unable to perform the occlusion and excessive no delivery test due to unable to prime. No motor error alarm during testing. Motor passed motor test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked lcd window.

Event description:
Customer reported experiencing high blood glucose readings and has treated with manual injections however it does not seem like its doing anything. Customer stated that the blood glucose reading was 220 mg/dl at noon and is now 440 mg/dl despite not eating. Customer reported symptoms of heavy chest, labored breathing, sweating and urination. Customer stated that he went to the emergency room however did not see anyone and left. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Through the bolus history it was noted that customer's blood glucose reading at lunch as 369 mg/dl. Customer took 14.2 units of insulin and the blood glucose readings had increased to 520 mg/dl later in the day. Self test was performed and passed. Customer received a motor error alarm during the high pressure test. Customer stated that the insulin pump has been through a sonogram. Cannula was noted to be kinked and occluded in previous incidents. No further information....

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.